Event description:
Adverse event(s): "no patient impact reported," (no consequences or impact to patient). Product problem(s): "lint in three paks." (Foreign material present in device). The customer reported lint fibers present in three custom paks. No patient impact was reported. Additional follow-up information was requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available. (B)(4).